Event description:
It was reported that the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 5 and 24 hours. Investigation of the pod found a flattened exposed portion of the cannula and pcb corrosion. The device was originally reported for an occlusion alarm.

Manufacturer narrative:
The bottom housing was observed to be cracked and the pcb was observed to be corroded. The batteries were measured to have low voltages and the pod initially could not connect the master pdm to be downloaded. Despite the pcb being removed and connected to a 4.5v power supply the data could not be downloaded. The crack in the bottom housing was bale to allow fluid ingress, leading to the internal corrosion on the pcb and causing the low battery voltages. The timing and cause of the cracked bottom housing cannot be determined. Without the download data the alleged hazard alarm cannot be confirmed. The exposed portion of the soft cannula was observed to be flattened. The timing and cause of this damage cannot be determined but fluid was able to flow through the fluid path when tested. It is unknown if this damage is related to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.